Event description:
The rptr stated that rptr did meter to hcp meter comparison tests, 45 mins apart. Rptr's meter reading was 85 mg/dl, and the hcp meter (type unknown) had a result of 159 mg/dl. Rptr did not have any symptoms. A control solution test was in range. No harm was alleged.